Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the blade fractured at the cross section of the grip cable crimp with the fractured plane of the blade nearly straight. Half of the cable crimp is exposed. No other damage found.

Event description:
It was reported that during a da vinci s prostatectomy procedure, a blade from the monopolar curved scissors instrument broke into the pt. The blade was retrieved and the planned surgical procedure was successfully completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.